Event description:
Spillage or condensation dripped onto main power feed lug on back of main power switch. This either directly started overheat3ing that connection or over time corroded casuing impedence of connection to increase and thereby causing overheating of connection. Co now sends splash cover with switch, but may not help if there is internal condensation. This is second power switch replaced with this fault.